Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024, wherein the patient's lead was explanted and replaced to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000099892. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported one of the patients two leads displayed high impedance resulting in ineffective stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000099892. Date of event is estimated.